Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  In addition, no relevant imagery was provided for review.  Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. During manufacturing, the shafts were 100% inspected for any defects.  The shafts were 100% visually inspected by manufacturing and quality. These inspections and testing above indicate that the axela sheath has sufficient inspections in place to identify defects related to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.   A lot history review was performed and revealed no other similar complaints for sheath shaft resistance with delivery system.  A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2020 control limits for the trend category.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft resistance with delivery system was unable to be confirmed due to the device and applicable imagery not being available for return/review. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event.  A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. Per report, ¿during the insertion through the sheath the crimped valve, a lot of resistance was experienced until the valve was stuck in the sheath¿. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. These factors can all create challenging pathways that can increase resistance during device advancement. As noted by the physician, ¿the femoral artery could be damaged by the excessive force made during the introduction of the first valve.¿ if resistance was encountered, excessive force and manipulation was likely applied to overcome the resistance which potentially led to the reported vessel damage. Per the training manual, ¿if push force is high or valve is initially stuck, zoom in and rotate the carm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace.¿ due to insufficient information provided for the evaluation, a definitive root cause is unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation and the control limit did not exceeded the applicable trend category, product risk assessment escalations is not required. A corrective/preventative action (CAPA) has previously been initiated to investigate issues of axela resistance with the delivery system.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr with a 29mm sapien 3 valve in the aortic position, during insertion, there was a lot of resistance noted as the valve was stuck in the sheath. The entire system was removed with no injury to the patient and a new kit was used successfully.  However, after removing the second delivery system, bleeding in the artery was detected and it was treated preventively with a stent.  Per medical opinion, the femoral artery may have been damaged by the excessive force made during the insertion of the first valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.